Event description:
It was reported difficulty was encountered removing this balloon catheter through the introducer sheath following balloon deflation. The balloon catheter and introducer sheath were removed as a unit. It was indicated an aneurysm developed at the puncture site which may necessitate surgical intervention. Co's attempts to gain further details regarding the circumstances of this event have been unsuccessful. Should further information become available, a supplemental medwatch report will be filed under the appropriate sequence number. This device was not received for evaluation. Therefore, no failure analysis is available. User technique and/or patient anatomy may have contributed to this event. However, without evaluating the device or without further details about the event, co is unable to determine the exact cause for this event.